Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they did allege insulin pump was under delivering. The customer¿s blood glucose level was 382 mg/dl at the time of incident. The customer was treated with manual injection. The customer stated that they experienced high blood glucose. The insulin pump will not be returned for analysis.